Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 4.00x18mm xience prox referenced is being filed under a separate medwatch report number.

Event description:
The procedure was to treat a non-tortuous, de novo lesion in the proximal left anterior descending (plad). After implanting the xience prox 4.0 x 18 mm in the plad artery, the stent delivery system (sds) balloon was being deflated with negative pressure but it did not return to neutral pressure. The sds was going to be removed but it was not possible due to resistance. The sds was pulled on and the balloon ruptured, so the guide wire and the sds were removed together as a unit. No balloon was left in the patient. Because it was a long lesion a second xience prox 4.0 x 8 mm was implanted. During removal of the second sds the same issue occurred. The patient is doing fine. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was returned for analysis. The reported deflation issue, material rupture and difficulty to remove were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported material rupture was not confirmed in return analysis. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.